Event description:
It was reported that before use after switching on, the cs100 intra-aortic balloon pump (iabp) monitor failed and was not displaying correct graphics. There is no possibility to control parameters. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and to correct the issue the fse disassembled the monitor and corrected the electrical connections. All functional and safety test were performed.

Event description:
It was reported the cs100 intra-aortic balloon pump (iabp) monitor failed and was not displaying correct graphics. There is no possibility to control parameters. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.